Manufacturer narrative:
Sensor performed continuity resistance test and sensor failed test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the readings were off and the device went into threshold suspend. The customer's blood glucose level was 160mg/dl, and their sensor reading was 44mg/dl. The customer states they tried to calibrate, but received calibration error. The customer could not troubleshoot at the time do to sensors having been past dated. The customer was advised the sensors would be replaced and returned for analysis.